Event description:
During baxters device evaluation, the device was found to display a "downstream occlusion!" Message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the "downstream occlusion!" Message, caused by an out of specification downstream sensor. The downstream sensor was replaced.